Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product code - unknown. Product identification and expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (¿depuy¿) on june 16, 2012 (¿closing date¿). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved.

Event description:
It was reported patient underwent a procedure utilizing a 7-hole plate (B)(6) 2013. A subsequent revision was performed (B)(6) 2013 due to the screws backing out.

Manufacturer narrative:
This follow-up report is being filed to correct information. The following sections could not be completed due to the part/lot information could be: brand name - cortical screw 3.5 x 22mm; category number - 815037022; lot number - unknown; expiration date - unknown; manufacture date ¿ unknown. Or the part/lot information could be: brand name - cortical screw 3.5 x 24mm; category number - 815037024; lot number - unknown; expiration date - unknown; manufacture date ¿ unknown. Or the part/lot information could be: brand name - cortical screw 3.5 x 26mm; category number - 815037026; lot number - unknown; expiration date - unknown; manufacture date ¿ unknown. Or the part/lot information could be: brand name - 3.5mm cort lock scr 20mm ns; category number - 816235007; lot number - dngbvy.

Event description:
It was reported patient underwent an open reduction, internal fixation procedure utilizing a 7-hole plate (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to the screws backing out. The 7-hole plate was removed and a 12-hole plate was implanted.